Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a correction bolus for 21 units of insulin instead of 2.1 units. The customer stated the bolus delivery was stopped at around 1 unit. The customer's blood glucose level was 114 mg/dl.